Manufacturer narrative:
Add'l info: pt is lost to follow up according to the treating physician.

Event description:
A pt reported she was treated on 10/20/97 into the nasolabial folds and glabella. Within 10 days (exact date not known), the pt developed intermittent hard, lumpy, physician did not observe any symptoms. On 12/10/97, the physician administered a collagen skin test in the pt's forearm, and prescribed oral claritin. On 12/16/97, the physician read the skin test as negative. On 1/8/98, the physician observed inflammation and induration at the treatment sites which the physician believed was a hypersensitivity to collagen. The physician advised the pt to continue to take the claritin, which the pt stated seemed to somewhat control the symptoms. No add'l medical or surgical intervention was planned or prescribed. On 2/17/98, the pt reported that the symptoms presisted, despite avoidance of vasodilatory effects and dietary changes.